Manufacturer narrative:
Device remains implanted.

Event description:
The manufacturer was informed of the following event through mantra study. Based on the information received, perceval plus sutureless aortic heart valve size m was implanted in the patient through median sternotomy on (B)(6) 2023. There was no concomitant procedure performed. Reportedly, a complete heart block occurred on (B)(6) 2023, that required a pacemaker implant. Based on the information available, patient had a history of systemic hypertension, dyslipidemia, and previous tobacco history. Patient is nyha class ii.

Manufacturer narrative:
The manufacturing and material records for the perceval plus heart valve and stent, model: pvf-m, s/n#: (B)(6), as they pertain to the reported event, were retrieved and reviewed by a manufacture's quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a model pvf-m perceval plus heart valve at the time of manufacture and release. Based on the available information, it is not possible to draw a definitive root cause on the reported event. However, based on the document review performed, no manufacturing deficiencies were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval plus IFU.